Event description:
Rolled patient in the operation room. The patient was not getting sufficient oxygen supply to the bag on the patient. An oxygen tank and bag were used until the team could switch machines. The second and third machine attempted; all had the same issue. The decision was made to move the patient to another or room. No patient harm.